Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the foley catheter slipped due to a rupture of the balloon during the catheterization of the patient on (B)(6) 2021. The patient was on the sixth day after prostatic hyperplasia. After the catheter slipped, the patient could urinate on their own. There were no adverse reactions.